Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone for remote troubleshooting and the customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the ultrasonic probe broke in half during a therapeutic gastric bypass procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm or injury.